Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having a hernia surgery in (B)(6) 2015. She thought the nurse had turned the implantable neurostimulator (ins) off and back on at that time. After that time, the patient experienced a loss or change of therapy and had severe incontinence, both at night and during the day. On (B)(6) 2015, the patient confirmed that the ins was on and she felt stimulation in the correct bicycle seat area. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.